Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do show damage. The yaw pulley is scratched and the grip cable is frayed. Additional observations related to customer reported complaint: the instrument was found to have a scratched yaw pulley. One side of the yaw pulley had several scratches. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found damaged components that could have contributed to the cable breaking. The yaw pulley is scratched and the conductor wire insulation is damaged. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, fenestrated bipolar forceps (fbf) instrument conductor wire was broken. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to reprocessing. The cable was broken in half, and internal wire was exposed. After the completion of the last procedure, the instrument was inspected with no issue. There was no arcing during the last procedure usage. There was no sign of thermal damage. There was no patient injury when the instrument was used during the last procedure.